Manufacturer narrative:
Although it was reported by the facility the item is 33332um, this product number respresents a kit. The item we believe is discrepant, per the facilities incident report, is the forcep part #33310um. There is no manufacturing code identified on the report, and there is no history of this customer purchasing the 33332um or the 33310um part numbers. The item(s) have not returned, therefore, no evaluation is available. If item returns a supplemental report will be filed.

Event description:
Per medwatch report #2201100000-2020-8019, while performing a laparoscopic robotic myomectomy, the jaws of the laparoscopic tenaculum forceps fell off the instrument. The portion was then retrieved from the abdominal cavity.